Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "mild passage of contrast observed at the right fallopian tube. New hysterosalpingography scheduled in (B)(6) months" on (B)(6) 2013. The patient's medical history included: vulvovaginitis on (B)(6) 2013, hypermenorrhoea on (B)(6) 2013, triglycerides abnormal on (B)(6) 2013, libido decreased on (B)(6) 2012, bleeding genital on (B)(6) 2012, thyroidectomy (3.6 right thyroid lobe and 2.6 left thyroid lobe) on (B)(6) 2012, bacteria cervical specimen identified (cytology results) in 2012, pregnancy in 2011, polycystic ovary, varicose vein operation, knee pain, urinary tract infection, respiratory infection, rhinitis, maxillary sinusitis, smoker, hyperlipidaemia, hepatic steatosis, hydronephrosis, renal colic, dysmenorrhoea, anal fistula, coccyx pain, lumbar disc degeneration, vertigo, dizziness, hirsutism, goitre nodular and deep vein thrombosis. No relevant past medical-surgical history. Previously administered products, included for an unreported indication: oral contraceptive nos on (B)(6) 2012 and oral contraception nos in 2008. Concurrent conditions included: multinodular goitre since 2011, obesity, acute bronchitis, low back pain and pain in cervical spine. Concomitant products included: oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dermatitis contact ("skin problems related to metals"). On (B)(6) 2013, the patient experienced menstruation irregular ("irregular menstrual cycle"), (B)(6) month (B)(6) days after insertion of essure. In 2014, the patient experienced dyspepsia ("dyspepsia"). In 2015, the patient experienced type 2 diabetes mellitus ("diabetes type 2"). In 2018, the patient experienced hypothyroidism ("hypothyroidism"), tonsillitis ("tonsillitis"), dermal cyst ("trichilemmal cyst"), ingrowing nail ("ingrown toenail") and radius fracture ("radius fracture"). On (B)(6) 2019, the patient experienced pain in extremity ("pain in her left leg"). On (B)(6) 2019, the patient experienced pelvic discomfort ("feeling discomfort"), genital haemorrhage ("excessive bleeding/irregular bleeding"), genital discharge ("discharge") and anxiety ("anxiety"). On (B)(6) 2019, the patient experienced endometrial atrophy ("atrophic endometrium") and cervical cyst ("nabothian cyst") and was found to have smear cervix abnormal ("focal cervix hyperkeratosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), back pain ("lumbar pain"), headache ("headaches"), swelling ("swelling"), fatigue ("tiredness"), alopecia ("hair loss") and loss of libido ("lack of sexual drive"). The patient was treated with surgery (total abdominal hysterectomy, laparoscopic bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, back pain, pelvic discomfort, menstruation irregular, genital discharge, headache, endometrial atrophy, smear cervix abnormal, cervical cyst, type 2 diabetes mellitus, hypothyroidism, swelling, fatigue, alopecia, loss of libido, dyspepsia, tonsillitis, dermal cyst, ingrowing nail, radius fracture, anxiety and pain in extremity outcome was unknown. And the genital haemorrhage and dermatitis contact had not resolved. The reporter considered alopecia, anxiety, back pain, cervical cyst, dermal cyst, dermatitis contact, dyspepsia, endometrial atrophy, fatigue, genital discharge, genital haemorrhage, headache, hypersensitivity, hypothyroidism, ingrowing nail, loss of libido, menstruation irregular, pain in extremity, pelvic discomfort, pelvic pain, radius fracture, smear cervix abnormal, swelling, tonsillitis and type 2 diabetes mellitus to be related to essure. The reporter commented: on (B)(6) 2019, physician purpose of removing the essure devices completely with a bilateral laparoscopic salpingectomy, but the patient declined. Considering her refusal to perform such procedure. And since the patient was demanding the devices to be removed completely, she was offered the possibility to undergo an open hysterectomy with bilateral salpingectomy. The procedure was performed on (B)(6) 2019. She was discharged under overall good conditions on (B)(6) 2019. On (B)(6) 2020 cat scan. No essure devices or remains there of observed within the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2019, cobalt chloride +/+++; gynaecological examination: on (B)(6) 2019, good epithelialisation of the cervix with the characteristics of a multiparous woman, but there is bleeding; hysterosalpingogram: on (B)(6) 2013, essure inserted in both tubes. Mild passage of contrast observed at the right fallopian tube; on (B)(6) 2013, hysterosalpingography after essure insertion within normal parameters; pathology test: on (B)(6) 2019, cervix: focal hyperkeratosis and nabothian cysts, atrophic endometrium, fallopian tubes within normal parameters. Both have metallic essure devices within their orifices; skin test: on an unknown date, positive to the components of the essure device. Ultrasound scan vagina: on (B)(6) 2013, unremarkable; on (B)(6) 2019, anteverted uterus of normal size and shape. 6-mm endometrium. Essure devices correctly positioned. Normal adnexa; x-ray of pelvis and hip: on (B)(6) 2019, essure devices correctly positioned. Results were compared with the hysterosalpingography results from 2013. The devices have not been displaced. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical-surgical history. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss") and loss of libido ("lack of sexual drive"). The patient was treated with surgery (total abdominal hysterectomy + laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, headache, back pain, fatigue, alopecia and loss of libido outcome was unknown. The reporter considered alopecia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive to the components of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "mild passage of contrast observed at the right fallopian tube. New hysterosalpingography scheduled in three months" on (B)(6) 2013. The patient's medical history included vulvovaginitis on (B)(6) 2013, hypermenorrhoea on (B)(6) 2013, triglycerides abnormal on (B)(6) 2013, libido decreased on (B)(6) 2012, bleeding genital on (B)(6) 2012, thyroidectomy (3.6 right thyroid lobe and 2.6 left thyroid lobe) on (B)(6) 2012, bacteria cervical specimen identified (cytology results) in 2012, pregnancy in 2011, polycystic ovary, varicose vein operation, knee pain, urinary tract infection, respiratory infection, rhinitis, maxillary sinusitis, smoker, hyperlipidaemia, hepatic steatosis, hydronephrosis, renal colic, dysmenorrhoea, anal fistula, coccyx pain, lumbar disc degeneration, vertigo, dizziness, hirsutism, goitre nodular and deep vein thrombosis. No relevant past medical-surgical history. Previously administered products included for an unreported indication: oral contraceptive nos on (B)(6) 2012 and oral contraception nos in 2008. Concurrent conditions included multinodular goitre since 2011, obesity, acute bronchitis, low back pain and pain in cervical spine. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dermatitis contact ("skin problems related to metals"). On (B)(6) 2013, the patient experienced menstruation irregular ("irregular menstrual cycle"), 1 month 9 days after insertion of essure. In 2014, the patient experienced dyspepsia ("dyspepsia"). In 2015, the patient experienced type 2 diabetes mellitus ("diabetes type 2"). In 2018, the patient experienced hypothyroidism ("hypothyroidism"), tonsillitis ("tonsillitis"), dermal cyst ("trichilemmal cyst"), ingrowing nail ("ingrown toenail") and radius fracture ("radius fracture"). On (B)(6) 2019, the patient experienced pain in extremity ("pain in her left leg"). On (B)(6) 2019, the patient experienced pelvic discomfort ("feeling discomfort"), genital haemorrhage ("excessive bleeding / irregular bleeding"), genital discharge ("discharge") and anxiety ("anxiety"). On (B)(6) 2019, the patient experienced endometrial atrophy ("atrophic endometrium") and cervical cyst ("nabothian cyst") and was found to have smear cervix abnormal ("focal cervix hyperkeratosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), back pain ("lumbar pain"), headache ("headaches"), swelling ("swelling"), fatigue ("tiredness"), alopecia ("hair loss") and loss of libido ("lack of sexual drive"). The patient was treated with surgery (total abdominal hysterectomy + laparoscopic bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, back pain, pelvic discomfort, menstruation irregular, genital discharge, headache, endometrial atrophy, smear cervix abnormal, cervical cyst, type 2 diabetes mellitus, hypothyroidism, swelling, fatigue, alopecia, loss of libido, dyspepsia, tonsillitis, dermal cyst, ingrowing nail, radius fracture, anxiety and pain in extremity outcome was unknown and the genital haemorrhage and dermatitis contact had not resolved. The reporter considered alopecia, anxiety, back pain, cervical cyst, dermal cyst, dermatitis contact, dyspepsia, endometrial atrophy, fatigue, genital discharge, genital haemorrhage, headache, hypersensitivity, hypothyroidism, ingrowing nail, loss of libido, menstruation irregular, pain in extremity, pelvic discomfort, pelvic pain, radius fracture, smear cervix abnormal, swelling, tonsillitis and type 2 diabetes mellitus to be related to essure. The reporter commented: on (B)(6) 2019 physician purpose of removing the essure devices completely with a bilateral laparoscopic salpingectomy, but the patient declined. Considering her refusal to perform such procedure, and since the patient was demanding the devices to be removed completely, she was offered the possibility to undergo an open hysterectomy with bilateral salpingectomy. The procedure was performed on (B)(6) 2019. She was discharged under overall good conditions on (B)(6) 2019. On (B)(6) 2020 cat scan. No essure devices or remains thereof observed within the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: cobalt chloride +/+++. Gynaecological examination - on (B)(6) 2019: good epithelialisation of the cervix with the characteristics of a multiparous woman, but there is bleeding. Hysterosalpingogram - on (B)(6) 2013: essure inserted in both tubes. Mild passage of contrast observed at the right fallopian tube; on (B)(6) 2013: hysterosalpingography after essure insertion within normal parameters. Pathology test - on (B)(6) 2019: cervix: focal hyperkeratosis and nabothian cysts, atrophic endometrium, fallopian tubes within normal parameters. Both have metallic essure devices within their orifices. Skin test - on an unknown date: positive to the components of the essure device. Ultrasound scan vagina - on (B)(6) 2013: unremarkable; on (B)(6) 2019: anteverted uterus of normal size and shape. 6-mm endometrium. Essure devices correctly positioned. Normal adnexa. X-ray of pelvis and hip - on (B)(6) 2019: essure devices correctly positioned. Results were compared with the hysterosalpingography results from 2013: the devices have not been displaced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2021: the following information was updated: reporter, medical history, history drug, start date update from 14-feb-2013 to (B)(6) 2013, other concomitant product, irregular menstrual cycle , device ineffective, dyspepsia, trichilemmal cyst , ingrown toe nail, radius fracture, type 2 diabetes mellitus, hypothyroidism, tonsillitis, genital discharge, anxiety, discomfort, unilateral leg pain, haemorrhage nos, smear cervix abnormal, nabothian cyst. Event bleeding after a fall was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical-surgical history. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss") and loss of libido ("lack of sexual drive"). The patient was treated with surgery (total abdominal hysterectomy + laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, headache, back pain, fatigue, alopecia and loss of libido outcome was unknown. The reporter considered alopecia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive to the components of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the ha number has been received and updated the imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical-surgical history. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("lumbar pain"), fatigue ("tiredness"), alopecia ("hair loss") and loss of libido ("lack of sexual drive"). The patient was treated with surgery (total abdominal hysterectomy + laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, headache, back pain, fatigue, alopecia and loss of libido outcome was unknown. The reporter considered alopecia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: positive to the components of the essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.